Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. During unpacking of a 3.00 x 38 synergy¿ drug-eluting stent (des), it was noted that the stent was distorted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts from the 9th proximal row onwards distorted and stretched over the bumper tip. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found that it was with in specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the midshaft section found one kink at 35mm distal from the hypotube to the midshaft bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent damage occurred. During unpacking of a 3.00 x 38 synergy drug-eluting stent (des), it was noted that the stent was distorted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.